Manufacturer narrative:
Philips service replaced the 0.5a fuse and restored the device to normal use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent crashes occurred on a allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.